Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that functional testing of the device identified that the pump failed the activation test, which could affect the functionality of the pump, therefore, the reported allegation is confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device identified that both cylinders had fluid leaks in the cylinder bodies attributed to sharp instrument/tool damage. This damage was consistent with the explant procedure. There were no leaks identified in the pump. The functional testing of the device identified that the pump failed activation test, that verifies, with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Product analysis concluded these activation issues could affect the functionality of the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that inflatable penile prosthesis (ipp) device exhibited unspecified performance issues. It was also noted the patient was experiencing pain. The pump component is affected by the recall. No information regarding patient outcome could be obtained.

Event description:
It was reported that inflatable penile prosthesis (ipp) device had performance issues. Pump is affected by the recall. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that functional testing of the device identified that the pump failed the activation test, which could affect the functionality of the pump, therefore, the reported allegation is confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device identified that both cylinders had fluid leaks in the cylinder bodies attributed to sharp instrument/tool damage. This damage was consistent with explant damage and is therefore considered a secondary failure. There were no leaks identified in the pump. The functional testing of the device identified that the pump failed activation test, that verifies, with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Product analysis concluded these activation issues could affect the functionality of the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that inflatable penile prosthesis (ipp) device had performance issues. Pump is affected by the recall. No information regarding patient outcome is available.